Event description:
From staff: case opened and set up, was discovered a bug in sponges. Because all equipment and supplies on the table had been touched by the cst, deemed safest to tear down entire set up. No delay, next case cart utilized. No patient contamination. Cardinal health cysto pack - sot13cyemb, lot 270874.